Event description:
It was reported interrogation revealed an episode of ventricular tachycardia that was not successfully treated by antitachycardia pacing therapy. The patient was reverted back to sinus after a single shock was administered externally. The physician noted alerts displaying possible high voltage lead issue and lower out of range high voltage lead impedance. The lead was extracted using a laser sheath and replaced without adverse consequences. The atrial lead was also replaced during the revision for atrial noise.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.0-16.9cm and distal pin measuring 32.7-39.0cm and was returned for analysis. External insulation abrasions were noted at 9.1-9.5 cm and 13.7-14.3cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 30.8-31.3cm from the distal tip, consistent with lead friction to another device or features of the heart. This is consistent with the observation from the field of noise.